Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. We could not specify the cause of the foreign material that remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects inside the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct the manufacturing date. Corrected field: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.